Event description:
This device was implanted on (B)(6) 2006 and was explanted last (B)(6) 2014 due to an advisory/recall and end of expected battery life. The physician was dr. (B)(6) in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).